Event description:
Device issue: suture retrieval failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when removing the plunger from the device the suture came out. The perclose at device was removed. The vessel was rewired and hemostasis was achieved using a second perclose at device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.